Event description:
The ICD was implanted on (B)(6) 2020. The patient was shocked more than 100 times due to tip torsion ventricular tachycardia on (B)(6) 2021. Then the device was programmed found that the battery voltage was only 2.95v, and there was a lot of interference from the defibrillation lead. From august 11 to (B)(6), the device had myoelectric disturbances, and several shocks were applied. On (B)(6) 2021, the patient was hospitalized again due to a shock. ICD was programmed revealed it reached eri. The doctor decided to change the ICD and lead.

Manufacturer narrative:
Prior to the analysis of the devices, the quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the devices to be as specified. Upon receipt, the lead under complaint was found cut 10 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment including the lead tip was not returned. The returned lead fragment was analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. Upon receipt, the ICD was interrogated, revealing the eri battery status. The device was implanted for 17 months and 261 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery. Therefore, a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The amount of charge taken from the battery was verified and the battery status eri was anticipated. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed, leading to multiple shock deliveries. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. Analysis did not reveal any sign of a material or manufacturing problem for the ICD or the lead.